Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The (B)(6)-yr-old male pt in the spiral-z post-market registry ((B)(4)) experienced claudication (lower limb or buttock) on (B)(6) 2015 (19 days post procedure). The pt was treated on (B)(6) 2014 for an aortoiliac aneurysm. The maximum aortic diameter was 80.6 mm. The proximal neck had a parallel shape with no plaque/thrombus. The bilateral iliac arteries had no tortuosity, no occlusive disease, and no calcification. The pt rec'd a main-body device, a left iliac leg, a right iliac leg, and a right iliac leg extension. Catalog numbers were not reported for any of these devices. There was no difficulty deploying any of the components. No other procedures were performed. A mold balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with not external compression, flow-limiting kinks, endoleak, or thrombus. No other info regarding the event is available. No follow up visits were reported.